Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: (B)(6) 2023. H6: investigation summary the customer returned (1) 0.3ml 29g 12.7mm syringe, reporting scale marking missing. The syringe was visually examined and observed no scale markings on the barrel. Based on the sample received and visual examination, embecta was able to confirm the reported failure. A review of the device history record was completed for batch # 2136583 all inspections were performed per the applicable operations qc specifications. Based on the sample received, embecta was able to confirm the customer-indicated failure. No root cause can be determined.

Event description:
It was reported that the bd¿ pet syringes veterinary insulin syringe experienced scale marking issues. The following information was provided by the initial reporter: consumer reported found 1 syringe without any scale marking on the barrel of syringe.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd¿ pet syringes veterinary insulin syringe experienced scale marking issues. The following information was provided by the initial reporter: consumer reported found 1 syringe without any scale marking on the barrel of syringe.